Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the proximal femoral nail anti-rotation surgery, a blade was locked well in the bone, but hexagonal tip of proximal femoral nail anti-rotation impactor was broken during process of locking a blade. There was a one to two minute prolongation of the operation and then it was finished without any other concerns. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Age at time of event: unknown day unknown month 1945. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.